Event description:
It is reported that the pt was revised for infection.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: the devices were not returned with the complaint for review, therefore, no analysis of the devices could be performed. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The mfg lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.